Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1, d2, d4, h4. Evaluation results: the customer's report was observed at zoll medical canada and attributed to the paddle set. The paddles were replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge via external paddles (sn (B)(4). No information was available on which type of device was involved. Complainant did not indicate that there was any patient involvement in the reported malfunction.